Manufacturer narrative:
Product code= dqx. PMA/510(k) number = pre-amendment . (B)(4). Investigation - evaluation . A review of the complaint history, device history record, documentation, specifications, trends, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause was determined to be a manufacturing related issue. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported, a piece of black hair was observed inside the safe-t-j amplatz extra-stiff support wire guide's sealed packaging. This was noted upon initial receipt and inspection by the receiving facility. The complaint device was not used during a patient procedure. Per the initial reporter, the complaint device will not be returned to the manufacturer for investigation.